Event description:
It was reported that the customer had a cannula that was kinked. The customer stated that she experienced high blood glucose levels even when the cannula was not kinked. The customer stated that she had high blood glucose levels every time she put in a new infusion set. The customer stated that the cannula was bent at times and other times, it was not. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to call back in order to complete troubleshooting. Customer stated that the cannula was not bent or occluded. Customer stated that she would monitor the insulin pump and call back to finish troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.